Event description:
It was reported that an ilet user experienced difficulty removing a stuck cartridge despite performing a rewind and twisting the connector to the left; guided use of pliers enabled successful removal, and the issue resolved without further assistance. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health and no hospitalization. Investigation included troubleshooting and user education via customer support. Investigation of this case revealed a mechanical resistance during cartridge removal, consistent with a cartridge connection or seating issue that was resolved through mechanical assistance with proper technique. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the cartridge-connector interface leading to transient mechanical sticking.